Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Also the impedance of the right ventricular pacing lead was below the expected lower range. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and the rv polarity kept switching. The lead remains in use. No patient complications have been reported as a result of this event.